Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) the tip of the fiber broke upon insertion. However; it did not detach. A second fiber was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this greenlight moxy fiber was thoroughly analyzed. Visual inspection was performed, and it did not identify any anomalies. No devitrification was observed at the output window, and no detritus adhesion was present on the metal cap. Functional testing was performed by using the helium-neon (hene) laser fixture; however, no breakage was identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber as designed. With all the available information, boston scientific concludes based on the hene (helium-neon) laser fixture testing that there were no indications of breakage along the fiber length. Based on analysis results, the as reported event of fiber break was unable to be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), the tip of the fiber broke upon insertion; however, it did not detach. A second fiber was used to complete the procedure without patient complications.